Event description:
It was reported that the patient requested a factory reset of the ilet pump due to wide glucose fluctuations after recent lyme disease and medication changes, with inconsistent correction dosing and cgm readings ranging from a high of 222 mg/dl for 1 hour 15 minutes to a low of 47 mg/dl for 30 minutes while using a dexcom g7 and an inset infusion set on the abdomen. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included no reported hospitalization or serious injury. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no specific device-related findings, insufficient information to identify a device problem or component involvement, and the medical device problem and component could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial